Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate therapy was delivered to the patient. Programming changes were recommended. Patient was reported to be in good condition. No further information was provided.